Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to possible under delivery. The customer reported blood glucose value of 585 mg/dl treated with a manual injection/insulin pen and emergency room visit. The event involved product(s) mmt-1884, mmt-332a, unknown sensor, mmt-441ag. Troubleshooting was partially performed. The auto mode/smartguard feature was active at the time of the event and the insulin pump system was in use within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1884 was requested, and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for the unknown sensor. No product return is required for mmt-441ag.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08705 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 05-mar-2025, related svn#: (B)(4) event date of 03-mar-2025 and related svn#: (B)(4) event date of 04-mar-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 05-mar-2025, related svn#: (B)(4) event date of 03-mar-2025 and related svn#: (B)(4) event date of 04-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 05-mar-2025, related svn#: (B)(4) event date of 03-mar-2025 and related svn#: (B)(4) event date of 04-mar-2025, these pump error(s)/alarm(s) were noted: sgcalibrationerror (776) was found on: (B)(6) 2025 15:24:13.000 lostsensor1alert (780) was found on: (B)(6) 2025 14:26:00.000 sensorexpiredalert (794) was found on: (B)(6) 2025 03:47:16.000 lostsensor2alert (781) was found on: (B)(6) 2025 14:42:00.000 sensorerroralert (801) was found on: (B)(6) 2025 15:32:40.000 (B)(6) 2025 17:37:40.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error. Lost sensor alert, sensor expired alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2025 14:27:00.000 insert battery alarm was found on: (B)(6) 2025 14:50:11.000 power loss alarm was found on: (B)(6) 2025 14:51:02.000 (B)(6) 2025 14:51:09.000 pump error 23 alarm was found on: (B)(6) 2025 14:50:35.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm/power loss alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump loses power. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.92 mv). The pump was received without a battery. The pump was received with the battery cap with a missing metal contact. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly was not confirmed. However, battery cap contacts missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.